Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced transient hyperglycemia with a peak around 400 mg/dl after a meal, coincident with an emergency department visit for back pain, and glucose levels returned to range without additional insulin while the patient received intravenous fluids; there were no device alarms reported and the patient resumed normal ilet use. Symptoms included hyperglycemia without loss of consciousness, dizziness, seizure, or diabetic ketoacidosis. Outcomes included recovery without admission, no long-term effects, and continued use of the device. Investigation included review of available usage information and clinical narrative from the care team. Investigation of this case revealed no evidence of device malfunction or component failure, and the event was consistent with a physiological excursion following a meal that resolved as the algorithm delivered insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear but not indicative of a device defect.